Manufacturer narrative:
Corrected data: in further review of this file it was learned that an incorrect serial number was provided on the initial report. The following changes are being filed to reflect the correct serial number for the device involved in this report. Model # zcb00, catalog # zcb0000220, serial # (B)(4), expiration date: 3/15/2020, manufacturing date: 3/15/2016. Additionally, in additional MFR narrative of the follow up submission, due to the incorrect serial number provided, the investigation results provided were not appropriate to the actual complaint device. The correct investigation report is being captured and submitted in this follow up report. Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The search revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was cracked. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.